Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed gantry gpio in system. The system initialized. Motion, generator, communication and charging readied. Right trackers on the system was active. 2d and 3d imaging passed. Navigated with navigation system, verified trackers, acquired scans and transfer was successful. Codes: b01, c19, d14 h2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed gantry gpio in system. The system initialized. Motion, generator, communication and charging readied. Right tracker on the system were active. 2d and 3d imaging passed. Navigated with navigation system, verified trackers, acquired scans and transfer was successful. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568, serial/lot #: (B)(6), product ID: bi71000568, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a t11-l2 percutaneous fixation procedure. It was reported that the trackers were intermittently flickering and causing a potential inaccuracy with the imaging system. There was a delay of approximately twenty minutes due to the surgeon having to take four different images for one case. There was no impact on the patient, however, there was a concern of deficits prior to the patient waking up from surgery.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568, serial/lot #: (B)(6) rev. 1;product ID: bi71000568. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the gantry gpio (general purpose input/output) received for replacement also had a bad left and right tracker output and would flash. The gpio was replaced due to flashing witnessed on both the left and right trackers. Once replaced, the trackers remained stable. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.